Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy procedure, the clip did not close properly, that is, there was a space between both clip extremities hence clip did not close completely. The device did not work properly. A new device was delivered tom the hcp to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. One reload was received with no apparent damaged and with one clip present, the clips on the returned reload. It was loaded into a test clip applier and the clips were formed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.